Event description:
It was reported that the deep brain stimulation system was explanted due to infection. The pt was treated with antibiotics. The device system was replaced approx 1 year later. No other clinical data was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.